Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), ventricular pacing captured for a few beats at high thresholds, followed by loss of capture, at various implantation sites, where capture was subsequently, attained with temporary pacing. The leadless ipg was explanted and the implant procedure was aborted. No patient complications have been reported as a result of this event.